Event description:
Caller reported that while trying to turn on the meter it was smoking and smelled burnt. No adverse event reported. Requested return of the alleged device for evaluation; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.